Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose was high (value not provided). Customer changed infusion set and cartridge to resolve the issue.